Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast draining battery with the use of their adc device. As a result, on (B)(6) 2022, the customer experienced sweating and had a loss of consciousness and was provided humalog, tresiba, and blood pressure pills by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damaged to usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. The reader log was downloaded, therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast draining battery with the use of their adc device. As a result, on (B)(6) 2022, the customer experienced sweating and had a loss of consciousness and was provided humalog, tresiba, and blood pressure pills by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.